Event description:
Additional information was received that the cause of the broken catheter was not determined. There was no damage or evidence of tampering to device packaging. The damage was not noticed upon opening the package but it was noted there was no preparation performed prior to the damage being seen.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the phenom 27 catheter was returned for analysis within a shipping box; and within a plastic bio-pouch. ¿ damage location details: no flash or voids molded were observed in the hub. No damage was found with hub. The catheter body was found to be kinked at ~22.0cm from the hub. The phenom 27 catheter tip and marker were examined; and was found to be flattened. No break or separation was found with returned phenom 27 catheter. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of phenom 27 catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. ¿ conclusion: based on the analysis findings, the phenom 27 could not be confirmed to have break/separation as no break/separation was found. However, the catheter was found to be damaged/flattened. Possible causes includes, patient vessel tortuosity, delamination, possible oversized od, guidewire or delivery system removed aggressively, incompatible guidewire or delivery system used, catheter entrapment, and user operational context if user advances or retrieves intraluminal device against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when performing a blood flow directed dense mesh stent implantation to treat an aneurysm, it was found that the catheter was broken. It was replaced with another catheter and the surgery was continued. The patient was fine. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with a 6.4mm diameter. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU).